Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial # (B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed of imbalance (over-reported) loads cells during functional test. Therefore, the potential root cause of the reported ua07 was due to defective load cells or damage sustained during mishandling. Unrelated to the reported complaint, a worn power button on the autopulse platform was observed during visual inspection. The worn button was replaced. During archive data review, multiple ua07 error messages were observed on the event date, thus confirming the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. To remedy ua07, the damaged load cells identified during service evaluation were replaced. After parts replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) on the screen panel. The crew was unable to clear the advisory and immediately performed manual CPR. No patient consequence was reported.